Event description:
It was reported that the patient received a notification due to out-of-range lead impedance. During provocation testing all values were normal and in range. Physician will monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.